Manufacturer narrative:
Physio-control evaluated the customer's device and observed an event code which is indicative of a failure which would prevent the device from recognizing a shockable rhythm. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device illuminated its service led. Upon inspection, physio-control observed that the device logged an event code in its memory that is indicative of a failure which would prevent the device from recognizing a shockable rhythm. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control product analysis center further evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to process residue on capacitor, c157, on the analog pcb assembly.

Event description:
A customer contacted physio-control to report that their device illuminated its service led. Upon inspection, physio-control observed that the device logged an event code in its memory that is indicative of a failure which would prevent the device from recognizing a shockable rhythm. There was no patient use associated with the reported event.